Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason. The home pt reconnected the supply bag and completed therapy by using the same supplies. No pt injury or medical intervention was indicated at the time of the initial report.